Manufacturer narrative:
Concomitant medical products: dtbc2d4 device, implanted: (B)(6) 2016. Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and the impedance on the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient received inappropriate therapy and it was noted the right ventricular (rv) lead exhibited high pacing impedance in the rv tip to ring configuration and oversensing was observed. It was added there was a high amount of ventricular tachycardia (vt) episodes and noise. In addition, the rv showed a high threshold, which resulted in an exit block in a tip/ring configuration, so the lead was programmed in a tip/coil configuration. A rv lead fracture was suspected and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.